Event description:
It was reported that the customer's blood glucose (bg) was 32 mmo/l and ketones were present. Cause was not known. Customer delivered a bolus to address bg. Customer went to the emergency room (ER) and healthcare provider identified ketones as being dangerous. Customer was treated with intravenous fluids of saline and insulin. Elevated bg/ketones resolved with no injury. Customer was discharged from the ER the same day. Technical support performed a pump system check and no issues were identified.